Manufacturer narrative:
(B)(4). Batch # n91z41. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). During a lap low anterior resection, ¿replace instrument/blade error detected" was displayed when the doctor was cutting the mesorectum in about 2 hours after starting the operation. The device could not be activated though the hand switch was pressed. Then, when a nurse cleaned the blade with gauze, it was broken off. The broken tip was retrieved. Then, when the device was replaced, it worked properly and the case was completed with it. According to the doctor the blade did not touch forceps.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown surgery, the active blade was broken off. The broken tip was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.